Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the continuous glucose monitoring data were not displaying on the ilet and the paired mobile application for approximately one hour, after which cgm readings resumed and the ilet showed a blood glucose of 300 mg/dl; the issue involved device data display and connectivity associated with the cgm interface. Symptoms included hyperglycemia. Outcomes included user monitoring with no medical intervention or hospitalization. Investigation included customer interview and device use review. Investigation of this case revealed that cgm data transmission restored without further action and the ilet resumed automated correction once readings were available. It was concluded that the event was attributable to a transient loss of cgm data availability with subsequent recovery, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.